Event description:
Customer states that head function is drifting, no incident reported as a result of the drift.

Manufacturer narrative:
Customer states that the drift was a very slow drift and that the bed was put back into service. Customer will address issue when bed is brought down for next preventive maintenance.